Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone17.2 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on an unspecified date. The patient's blood glucose levels reached 310 mg/dl while wearing the pod an unspecified duration. The patient¿s symptoms and treatment were not reported. It was stated that the dka was due to gastroparesis and not related to the use of the pod. It was not reported how long the patient remained in hospital; however it was estimated that they were discharged from hospital roughly two weeks prior to this report.